Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2302104. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) syringe sample was returned for evaluation by our quality team. Through examination of the sample, leakage was observed. The leakage was found to be a result of damage in the plunger component. This type of damage can occur during the manufacturing process, either through the handling of the product through the manufacturing line or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd discardit ii 10ml syringe leaked from the plunger. The following information was provided by the initial reporter, translated from french to english: syringe leaks from plunger additional information 11 oct email response: the incident occurred during the preparation of a medication. The ide took its 10ml syringe to collect saline, injected it into the vial of the antibiotic in order to proceed with the reconstitution. It was when the suspended drug was removed from the vial with the same syringe that the ide noticed a leak of liquid at the plunger of the syringe. The substance that has escaped is therefore an antibiotic. There were no negative consequences for the operator.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.